Event description:
A malfunction was reported with the pump displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to switch to manual injections for insulin therapy. A replacement pump was arranged and instructions were provided to store and return the faulty pump using a pre-paid label. The caller acknowledged all instructions.